Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia and lost consciousness. The customer's blood glucose at the time of incident was unknown. The customer was treated with food for low blood glucose. The insulin pump will not be return for the analysis.